Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery. Time of loss in relation to the implantation was before restoration. It was reported inadequate bone quality.